Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd q-syte luer access split septum leaked. The following information was provided by the initial reporter: "on (B)(6) 2020, patient was with duodenal cancer were given anti-infection treatment with PICC catheter. The device was a positive pressure connector of PICC, which connected the function of infusion set. After replacing the new connector, the medicine solution leaked out, resulting in drug waste, so it was suspended to use and replaced with another new needle. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte luer access split septum leaked. The following information was provided by the initial reporter: "on (B)(6) 2020, patient was with duodenal cancer were given anti-infection treatment with PICC catheter. The device was a positive pressure connector of PICC, which connected the function of infusion set. After replacing the new connector, the medicine solution leaked out, resulting in drug waste, so it was suspended to use and replaced with another new needle. "